Event description:
It was reported that the spectrum iq pump did not alarm when used with an unspecified access set. The pump was programmed to deliver nitroglycerine 200mcg/hr or 60 ml/hr from 250 ml glass bottle using correct vented tubing. The infusion ran overnight, and the patient¿s blood pressure remained stable with no need for adjustment. The next day, while replacing the empty ntg bottle, the nurse observed that the regulating clamp below the pump was approximately ¾ clamped. There was no downstream occlusion (dso) alarm, despite what appeared to be a partial occlusion of the tubing. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique identifier (UDI) #: the product code (01) and lot number (10) are unknown; therefore, the UDI is not available. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.